Event description:
It was reported that the patient experienced low glucose while using the ilet, with a pump reading of 68 mg/dl and a confirmatory fingerstick of 65 mg/dl, and the patient self-treated with 15 grams of oral carbohydrates without symptoms. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included resolution with oral glucose and no hospitalization. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported or observed and no contributory device component issue identified, and the event was attributed to hypoglycemia with an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.